Event description:
It was reported that the pulse generator could not be interrogated. Repeated attempts to interrogate were unsuccessful. Magnet rate was 89 pulses per minute. It was noted that autocapture was autoprogrammed off, when at the last interrogation in 2008, it was enabled. Prior measured data from 2008 was 2.61 v, 10 ua, and 10.3 k. The device was replaced.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit back-up mode due to low battery voltage. The product code could not be downloaded due to battery voltage at eol. After replacing the battery the device functioned normally.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.